Manufacturer narrative:
The insulin pump alarmed button error alarm and had no button response due to moisture damage to the keypad trace. The insulin pump was also received with a minor scratched liquid crystal display window, and cracked case near the display window corners. The insulin pump was unable to perform the displacement test due to the keypad anomaly.

Event description:
The customer reported via phone call that the insulin pump had a keypad with slow button after the insulin pump had been exposed to pool water. The customer's blood glucose was 242 mg/dl. The customer stated that she had forgotten to take the insulin pump off before going into the pool. She stated that her blood glucose was high due to nibbling on food and declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.